Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the exact type or cause of the endoleak could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak or any out of specification stent graft integrity issues. The reported limb relining could have resolved several different endoleak types. A type iii fabric endoleak cannot be ruled out but this type of endoleak would be less likely to have occurred at index. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider and the noted posterior narrowing are potential root causes. However, this endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. This likely type IV appeared as focused leak from the flow divider and endoleaks in the area generally occur due to the higher porosity in the single fabric layer in this portion of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It is also possible that this likely type IV endoleak may have been exacerbated by potential turbulence in blood flow due to the narrowing of the stent graft observed on the posterior side. It is unknown if any anatomical conditions may have been present in this area to contribute to this narrowing (e.g calcification and/or thrombus). A type ia endoleak seems unlikely as the contrast blush was also seen after pulling down the injector into the aortic body, and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant of medical products: other relevant device(s) are: product ID: e tlw1616c82ee, serial/lot #: (B)(4), ubd: 03-dec-2021, UDI#: (B)(4); product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 03-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, during the final angiogram a large endoleak was observed under fluoroscopy. It was reported that several other series, other directions and catheter position identified a type iii leak on the dorsal side. It was seen at the area between the main stent graft body and limbs. It was reported that a clear jet was seen and thus identified as type iii endoleak and not a type IV endoleak. It was reported that an aortic cuff would not cover the endoleak so two etlw1616c82ee limbs were placed 1 cm above the flow divider as part of a kissing technique. It was reported that because the aortic neck was 22mm in diameter at that location the surface area of the limbs would be larger than the main bodies¿ surface and would cover the affected area. After these devices were implanted and ballooning was performed, the endoleak was almost diminished. It was reported the active clotting time remained >200 for the entire procedure. It was confirmed that the endoleak is thought to be a iiib endoleak in the etbf3216c124ee bifurcate stent graft. As per the physician the cause of the event is the type iii endoleak. No additional clinical sequalae were provided and the patient will be monitored.